Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from a customer reporting the proximal pressure line disconnect alarm sounded on a v60 ventilator. The device was not in clinical use. There was no report of patient/user harm/injury.

Manufacturer narrative:
H10: the device was confirmed to be operating per specifications and no failure was identified. The customer biomed determined the cause of the issue was due to the tubing in use at the time. The alarm could not be duplicated with a new circuit. Therefore, the customer canceled the repair request. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.